Manufacturer narrative:
Investigation summary: a complaint was reported for misidentification of results on a phoenix m50 instrument. The customer alleged that the instrument was showing some inconsistencies with the identification of microorganisms, most commonly with a result of citrobacter identifying as enterobacter and staphylococcus aureus identifying as staphylococcus epidermids. A bd field service engineer (fse) was dispatched to the customer site. There was no issue noted with the instrument upon arrival. As a part of troubleshooting and to ensure customer satisfaction, the fse adjusted the power supply voltages and performed calibration tests. A normalizer cv test and filter panel test were also performed with passing results. The instrument continued to operate as normal. This is an unconfirmed failure of a bd product. The root cause of the failure was unable to be determined. Lab reports were provided for the investigation, however, no additional reports, logs, binary samples, or other samples were made available for the investigation, therefore no returned sample analysis was carried was carried out. DHR review is not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was carried out and revealed no previous cases with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint. Review of risk management files confirm there are no new or modified risks associated with this failure mode.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. The user specified that citrobacter was being identified as enterobacter and staphylococcus aureus was being identified as staphylococcus epidermidis as an example. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ m50 automated microbiology system an unspecified number of patient samples were misidentified. The user specified that citrobacter was being identified as enterobacter and staphylococcus aureus was being identified as staphylococcus epidermidis as an example. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k020321, k040099, k131331 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.